Manufacturer narrative:
(B)(4). The product is not available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This lv lead was explanted. No additional adverse patient effects were reported.